Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the prep, the pressure monitoring [pm] set was found to be leaking from the 3-way stopcock. No patient injury to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined. A search of the complaint database found no similar complaint for this lot number from the same customer. The device history record was reviewed, and no exception documents were found.